Event description:
Surgery completed for bilateral mastectomy and bilateral breast reconstruction. Noted that the left breast drain site was not draining at time of surgimesh placement. Surgeon returned to surgery suite and reopened drain site, removed drain and replace with a new one. Unable to flush the drain through the proximal end with water and a syringe after removal from the pt. Appears to be defective. Potential for complications.